Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. No additional information could be provided. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m.

Manufacturer narrative:
Product complaint number: (B)(4) date sent to the FDA: 7/20/2022 h6 component code: g07002: device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: after investigation, the patient underwent laparoscopic appendectomy due to "acute appendicitis" on (B)(6) 2022. During the operation, the operator used the vcp311w for tissue suturing in the way of interrupted suturing (the specific suture tissue level was unknown). After the suturing was completed, the needle pull off during the removal of the device from the trocar orifice. The detached needle fell into the patient's body. The operator immediately looked for the detached needle and found it. The needle was removed from the patient's body. The integrity of the suture needle was checked. The operation was continued after confirming that there was no residual foreign body. The subsequent surgical operation was smooth. There was no harm to the patient as a result of this event and no subsequent adverse events were reported.